Event description:
It was reported that transmitter failed/error/alert occurred on for transmitter with serial number (B)(6) with lot number 5278056. However, transmitter with serial number (B)(6) with lot number 5271365. An external visual inspection was performed and passed. Voltage measurement was performed and failed. A review of the share logs was performed and no transmitter error found in the log for this transmitter, (B)(6) within the investigation window. The allegation was not confirmed. The probable cause was not determined because the reported allegation not found. The reported event of transmitter failed/error/alert, however, it was not confirmed because there was no indication of a transmitter failed error for this transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.